Event description:
An employee of intuvie received a report from a healthcare professional that a patient went to the hospital emergency room and expired while connected to the pump. The healthcare facility did not receive the pump back from the hospital emergency room. Patient death reported. The healthcare professional stated the death was due to a cardiac arrest, which was not related to the use of the pump.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device could not be completed since the pump was lost, and not returned for an evaluation.